Event description:
The customer reported that the spectrum pump's door will not latch closed. There was no pt involvement. No further info was available.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was received by baxter for evaluation. The evaluation confirmed the reported symptom of "door will not latch close". The evaluation experienced a constant "door not fully latched" message caused by a loose upper link screw. This condition is most likely what the reported symptom is referring to. The link screws have been replaced.